Event description:
It was reported that the jugular access greenfield filter outer package was mislabeled as a femoral access device. The inner packaging of the device was correctly labeled for jugular access. The filter was not used. Same complaint as manufacturer's report number: 6000118-2004-00054.